Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, hcp (health care professional) had difficulty filling or aspirating the reservoir on. It was also stated that the hcp could aspirate but not fill at all. They tried procedures for unlocking the reservoir valve. The next day they used fluoro and the physician tried forcing normal saline in to the reservoir and knew they were in the fill port but was still unable to fill with drug. It was noted that on tuesday (B)(6) 2011, they were planning to take the pt to surgery for his issue and because the pump was ¿tipped¿ and pt¿s tissue was ¿fluffy¿ they also had issues with accessing the pump prior to this. Pt had experienced no adverse events. The pump infused lioresal. It was later reported that hcp was unable to perform refill due to pump positioned within adipose tissue with poor orientation and also unable to withdrawal from the catheter during surgical revision procedure. A surgical revision of pocket was carried out. The pump was explanted, and a 20 cc pump was repositioned in the lower back area due to adipose tissue in the abdomen. Catheter patency test failed, hence the catheter was replaced. Baclofen dose per day was turned down from 200 mcg/day to 75 mcg/day. The pt outcome was reported as fine. It was later reported that a catheter break/hole was noted during surgery.